Event description:
A morbidly obese patient was having a fibrillation or pulmonary vein isolation procedure in ep lab. The x-ray table is from general electric medical systems with system ID innova. The doctor had difficulty exchanging the sheath in the right groin and moved the table forward to look at the groin under fluoro. When the table was moved, there was a loud noise and the upper part of the table dropped and the base of the table lifted up from the floor. The procedure was aborted and the patient was transferred to a stretcher.